Event description:
Failure to maintain vacuum after pooling in the wound with go pump running at 180 and complaint (B)(6), patient was switched to ez plus for home use. Pump was running at 200 at home. This facility chooses to run all their pumps at 200, claiming to get better results. The patient came back into clinic for dressing change on (B)(6), and with ez plus, and pump running at 200, there was still pooling in the wound bed. Dissatisfied with results, chose to dc therapy and put patient on a w-d dressing.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. This complaint was deemed inconclusive; an evaluation was not possible, as the device was not returned. A review of the device history records was performed with not relevant information regarding his case. The last service/repair documented for this device is dated june 29th, 2011 and was due to a broken rear clamp plate on the rear case of the pump. Additionally, a complaint history review has not identified any other complaint against this device lot number (spal100140). Typically, pooling of exudate or dressing saturation is created by partial blockage caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam/gauze) and/or the soft port fluid handling pathway. Most likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage, this is supported by the information provided which indicates a bridging technique was used to join two wounds, where, the uppermost wound did not have pooling but the lower did. Furthermore, per the instructions for use (IFU) for renasys dressing kits with soft port the bridging technique the maximum distance recommended for bridging is 10 inches (25.4 cm) the distance between the wounds was not specified. Also, per renasys ez plus IFU the recommended pressure setting is -40mmhg to -120mmhg, based on the data provided the pump was being run at -200mmhg, outside the recommended settings. Likewise, IFU for renasys dressing kits with soft port indicates to maintain regular monitoring of the wound site during therapy to ensure therapeutic treatment, and more frequent dressing changes may be required in the event of heavy drainage. No further action is required at this time; additional information received from the clinical resource specialists confirms there was no harm or adverse event caused to patient. It is recommended to return the device in order to rule out a pump malfunctioning. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.